Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where there were cracks on the tubing on (B)(6) 2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.